Manufacturer narrative:
(B)(4) date sent to the FDA: 03/31/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and drain was implanted. While removing the drain from the patient, the tubing snapped and the patient had to be returned for removal of remaining drain under general anesthetic. Additional information has been requested.

Manufacturer narrative:
One edge of the drain has the signs of damage with some sharp tool. The drain broke following mechanical damage, possibly damaged during insertion.